Event description:
It was reported that during a laparascopic assisted vaginal hysterectomy procedure, the device would not open although the surgeon tried to open. The tissue was cut partly by the device and the distal line of jaw was a little bit open. The surgeon removed the device without difficulty. The patient was fine. There was no patient consquence.